Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer reported infusion set site was ineffective due to possible leakage and bent cannulas. Type of infusion set was not reported. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.